Event description:
Sometime in (B)(6), the center of gravity adjustment area allegedly had a broken weld. The consumer allegedly had a friend "jb weld" it. After the unit was allegedly welded. The consumer was transferring and the wheels were wobbly, causing the consumer to allegedly fall and break her leg.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. Model crf (B)(4) is approximately 5.5 years old. User manual part number 1134872 rev b (may/07). It is unknown if the consumer has fully read and understands the users manual. On page 2 the following warning is provided: "warning - do not operate this equipment without first reading and understanding this manual. If you are unable to understand the warnings, cautions and instructions, contact your invacare dealer or invacare customer support (B)(4) before attempting to use this equipment - otherwise injury and/or equipment damage may occur." The incident occurred while transferring from the chair. On page 18 the following warning is provided. "Transferring to and from other seats - warning - before attempting to transfer in or out of the wheelchair, every precaution should be taken to reduce the gap distance. Turn both casters parallel to the object you are transferring onto. Also be certain the wheel locks are engaged to help prevent the wheels from moving. When transferring, position yourself as far back as possible in the seat. This will prevent damaged upholstery and the possibility of the wheelchair tipping forward." The consumer allegedly had a friend "jb" weld the wheel chair. On page 19 in section 3 - safety inspection the following note is provided: "note: every six months, take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair." The consumer stated that the wheels were wobbly. It is unknown if the consumer adheres to the following inspection requirements. "Ensure wheel locks do not interfere with tires when rolling. Ensure pivot points are free of wear and looseness. Ensure wheel locks are easy to engage and prevent the wheels from moving. Ensure that the casters are free of debris. Ensure hand grips (if equipped) are not loose. Ensure quick/quad release axles lock properly. Ensure no excessive side movement or binding when lifted and spun. Inspect spokes for bent or broken spokes. Loosen/tighten locknut if wheel wobbles noticeably or binds to a stop."